Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone coating separated from the jaws back to back during the same case. The metal heater wire was not affected. The patient was not injured nor were there any pieces broken off in the patient that needed to be retrieved. The case was completed by using a replacement hemopro 2 device.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25162803 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 05/02/2022. An investigation was conducted on 05/24/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. Charred material was observed on the heater wire. The heater wire was observed to be intact, with no visual defects observed. Blood and charred material was observed on the clear silicone insulation on the hot jaw. There were no visual defects observed on either the cold or hot jaw clear silicone insulation. Based on the returned condition of the device and the investigation, the reported failure "peeled; jaw" was not confirmed.